Event description:
It was reported that 4 of the bd extension set were clogged. The following information was provided by the initial reporter: we use the non ¿ return valve for our insulin dextrose infusions. What has been happening since about september last year (only on some occasions) is that the insulin will not infuse when piggy backed onto the non ¿ return valve. When the non-return valve is removed, the insulin will infuse.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Device expiration date: unknown. Device. H.4. Manufacture date: unknown. H.6. Investigation summary: one 30842e-0006 sample was received without packaging for investigation (appendix 1); furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests occlusion was detected at the non-return valve during use of the extension set. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, no occlusions or flow restrictions were detected at the back check valve (bcv) or smartsite y-site throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 30842e-0006 set in the past 12 months.